Manufacturer narrative:
The suspect product is the compact test strips drum.

Event description:
Reporter alleged discrepant blood glucose values of 36 mg/dl back to back with a result of > 500 mg/dl when testing was performed 5 minutes apart on the compact plus system. Customer stated feeling low at the time and self treated with food as a result, however, did not provide the location of the testing. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Compact plus system: meter and compact test strip drum lot number 20649741 with an expiration date of 11-03-2007.